Event description:
An account reported that during a colonoscopy polypectomies were performed on a patient to treat multiple polyps using an electrosurgical generator (esu). The setting was endocut, 200 watts, effect 3. The pt returned the next day complaining of pain and nausea. There was free air in the abdomen, indicating a perforation of the bowel. The pt underwent a subtotal colectomy and is in satisfactory condition.